Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false positive sars result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The site conducts a high volume of testing with an overall positive rate around 2%.